Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer reported that the drive support cap appears normal. Customer did not received motor position encoder error alarm. Customer reported the insulin pump was not exposed to high magnetic field. The customer stated they were unable to clear the alarm and were unable to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.